Event description:
The sky bone expander device was used bilaterally in l-2 and l-3 vertebrae. Procedure went uneventfully in one level. In the second level, the procedure (i.e., device expansion, followed by its contraction and removal) went uneventfully with one device. On the contralateral side, the device expanded properly, but its contraction and removal was problematic. Eventually, the expanded polymeric tube was left in the pt's vertebral body, and was embeded in cement. No clinical adverse events were reported.